Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 1000mcg/ml at 550mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. An empty pump was reported. The patient was hospitalized for unknown reasons and missed the refill. Per the reporter the low reservoir alarm date was (B)(6) 2016 and should have been empty about 4 days later based on pump flow rate. There were no patient symptoms.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.